Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a fluoroscopy error and it could not perform fluoroscopy or cine. Review of the log files confirmed the reported malfunction and issue related to the x-ray or fluoroscopy. It was identified that the converter had short circuited. The fse replaced the converter in the x-ray generator. After the replacement of the converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a fluoroscopy error could not perform fluoroscopy or cine. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the converter. The device was returned to expected functionality.